Event description:
It was reported that the ilet insulin pump sustained physical damage when the user was playing football, resulting in a cracked and partially unresponsive screen that caused some difficulty operating the device; a replacement ilet was provided and the new device was set up successfully. Symptoms included no injury and blood glucose levels reported as unaffected at the time of contact. Outcomes included temporary interruption of normal device use with the user reverting to an alternative insulin therapy until the replacement was operational. Investigation included customer support assessment, verification of serial number and shipping details, visual confirmation via user-submitted photo, and follow-up communications. Investigation of this case revealed device damage limited to the display interface with no reported alarms or systemic device malfunction. It was concluded that the event was attributable to physical damage from impact, with user education provided and the device replaced.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.